Manufacturer narrative:
Complaint history review performed on (B)(6) 2021 revealed no prior complaints on this product.

Event description:
During follow-up, episodes of post-paced t wave oversensing were observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.